Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the tip-up fenestrated grasper instrument broke while in use, resulting in minor chest wall trauma. During attempts for removal, the instrument became stuck. The surgeon attempted to manipulate the instrument with no success. The cannula was moved and it was then noticed that the instrument had broken off. However, the site's robotics coordinator confirmed that no fragments from the instrument fell inside the patient. The insulation was reportedly not aligned, and the surgeon believes that the metal portion of the instrument contacted and rubbed against the chest wall, contributing to the trauma. The following information is unknown: the severity of the chest wall injury and what surgical intervention (if any) was required to address the complication. Additionally, the robotics coordinator noted that the incision site where the cannula was inserted was not perfectly straight and may have been larger than intended. The procedure was completed robotically, and the patient is recovering well. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.